Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp - groshong. During procedure, when inserting the guide wire, the wire got caught and could not be inserted and the guidewire was broken. Due to the patient having an infection, the defective product was not collected. It was further reported that placement was continued using a guidewire from another manufacturer. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a guidewire placed inside a polythene wrap. A small portion of the guidewire is noted to be stretched in the centre portion. Therefore, the investigation is confirmed for the identified stretched issue. However, the investigation is inconclusive for the reported fracture, stuck and difficult to insert issues as the photo evidence provided is not sufficient to confirm the reported events. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp - groshong. During procedure, when inserting the guide wire, the wire got caught and could not be inserted and the guidewire was broken. Due to the patient having an infection, the defective product was not collected. It was further reported that placement was continued using a guidewire from another manufacturer. There was no reported patient injury.